Event description:
Received information that customer was experiencing high blood glucose levels. Customer's health care provider prescribed an increase in basal and a change in the carb ratio to address customer's high blood glucose levels.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.